Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / damaged cable) was confirmed. As received, the trunk cable was cut, which severed the orange (+5v) wire. The cause of the code 204 is the damaged cable and wire. The root cause of the damaged cable and wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged cable.